Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had an ma on in error message. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.